Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. While the taxus express2 3.0x8mm drug eluting stent was being prepped, it was noticed that the tip had a burr and was not smooth. The stent was exchanged for another 3.0x8mm taxus stent and the procedure was completed successfully. No pt complications were reported. Pt status is satisfactory.